Manufacturer narrative:
H3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot.

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -11.0/1/0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted, the reporter stated " large exudation is seen in the anterior chamber; bacterial culture in intraocular fluid: sterile growth; eye b ultrasound suggested no obvious abnormalities in the vitreous cavity. On (B)(6) yu underwent anterior chamber irrigation of the left eye +icl intraocular lens removal, and received anti-inflammatory and anti-infective treatment after surgery. The patient did not complain of any special discomfort. Physical examination: vos:0.02; correction: os: -9.25/-2.00×175 0.5; nct: os: 16.7mmhg; left eye conjunctival congestion (+), incision airtight, mild edema of the cornea, the former room, aqueous humor, room (-), the iris texture clear, pupils round shape, bulk drugs sex, 6 mm in diam size, light reflex slow, transparent, lens capsule membrane before a large number of pigmentation, fundus visible depending on the nipple boundary clear, visible contraction arc, retinal flat above, below the retina fuzzy visible flat. The patient's visual acuity returned to that before operation. After finding the symptoms, the patient was given anterior chamber irrigation and intravitreal injection of vancomycin, systemic medication: ampicillin, sulbactam sodium, topical atropine, prednisolone acetate eye drops, dianbishu, pranoprofen, levofloxacin." It was reported that the problem has resolved.